Event description:
It was reported that the left ventricular lead had high threshold resulting in device battery depletion. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed there were no anomalies found. Blood/body fluid was present, though not obstructing, the proximal conductor. Visual analysis noted the outer insulation had cosmetic environmental stress cracking, was breached cut, and had a cosmetic depression. There was apparent explant damage.